Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the station was down and went to black screen after a few minutes, which hindered users from accessing the medication from that station located in the emergency area. The customer stated that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in blue screen due to the software updates. A field service engineer reseated the drive cables and all-in-one (aio) unit; however, this did not resolve the issue. Further, the engineer reimaged the station with 1.7.3, which took approximately 1 hour and 15 minutes to download from a thumb drive to the station. After completing all configurations and executing datasync, users were able to log in successfully. The system functioned as intended after the field service engineer troubleshooted the device.